Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cutting system motor lock e2. Surgical delay yes -16-30 minutes. Patient was under anesthesia. Case type: pka.

Manufacturer narrative:
Mps reported cutting system motor lock e2. Device inspection: per gsp case #: 166375 fse noted: - replaced 209780 anspach controller to isolate e2 errors. - all checks and tests passed. - the system ready for clinical use. A review of the DHR associated with rob505 found qips passed with no notes or comments. A review of complaints in catsweb and trackwise related to the anspach integration packaging assembly, catalog #: 209780 shows no additional complaints related to the failure in this investigation. The anspach integration packaging assembly, catalog #: 209780, was replaced. The system passed all status checks and is ready for clinical use. Further action: none at this time.

Event description:
Cutting system motor lock e2. Surgical delay: yes, 16-30 minutes. Patient was under anesthesia. Case type: pka.